Event description:
I was using the vacutherm4 (thermotek) iceless cold and dvt prophylaxis therapy post-op r knee acl repair (B)(6) 2014, 5 days after surgery when using the machine, my r calf became swollen, warm, tender and very painful to touch. I also had a bruise along my tibia. I realized that the sleeve was not deflating and I called the rep at (B)(4) who came out, verified the problem and replaced the sleeve. The swelling and pain continued and I developed nerve pain and temperature regulation problems. I was eventfully diagnosed with complex regional pain syndrome that can be a direct result of compression. My leg was literally trapped between the inflated sleeve and leg brace. Recently, I was told by the rep that because of my experience, the doctor is no longer using this machine. I have had to take off work, see multiple md's, be on several medications and therapies including acupuncture, physical therapy and biofeedback and am still being treated for the nerve pain.